Manufacturer narrative:
(Patient identifier): (B)(6).

Event description:
Elegance study it was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left mid-superficial femoral artery (sfa), left distal sfa extending into left proximal popliteal artery. The proximal reference vessel diameter was 6.0mm with a distal reference vessel diameter of 5.0mm and a lesion length of 200mm. The lesion was 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilatation was performed using 4mm x 210mm nanocross elite pta balloon. Treatment of target lesion was performed with study device, 6mm x 200mm ranger drug coated balloon. The final residual stenosis was noted to be 0%. On the same day, subject was discharged on dual antiplatelet therapy. On 02nov2022, the subject visited the hospital with symptoms related to left distal sfa and left proximal popliteal artery occlusion. Subsequently on the same day, angiography was performed, which revealed right leg stenosis (90 % sfa and 80% popliteal artery). And left leg had 100% calcified stenosis noted in distal sfa, popliteal and tibio-peroneal trunk; and 90% stenosis noted in the peroneal artery and posterior tibial. On 02nov2022, 35 days post index procedure, 100% stenosis noted in the left distal sfa and left proximal popliteal artery was treated by atherectomy using diamondback 360 orb atherectomy device. Followed by balloon dilation using with 4mm x 210 mm nanocross elite pta balloon, 6mm x 120mm eluvia drug eluting stent was placed in left popliteal artery. Post-treatment with 6mm x 100mm armada balloon, final residual stenosis was noted to be 0%. In addition, on the same day, 100% stenosis noted in left tibio-peroneal trunk was treated with atherectomy and balloon dilation using 4mm x 210mm nanocross pta balloon, and 90% stenosis noted in left posterior tibial artery was treated with 3.5mm x 210mm nanocross pta balloon. Following treatment, final residual stenosis was noted to be 0%. On the same day, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
A1 (patient identifier): (B)(6).

Event description:
Elegance study: it was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left mid-superficial femoral artery (sfa), left distal sfa extending into left proximal popliteal artery. The proximal reference vessel diameter was 6.0mm with a distal reference vessel diameter of 5.0mm and a lesion length of 200mm. The lesion was 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilatation was performed using 4mm x 210mm nanocross elite pta balloon. Treatment of target lesion was performed with study device, 6mm x 200mm ranger drug coated balloon. The final residual stenosis was noted to be 0%. On the same day, subject was discharged on dual antiplatelet therapy. On (B)(6) 2022, the subject visited the hospital with symptoms related to left distal sfa and left proximal popliteal artery occlusion. Subsequently on the same day, angiography was performed, which revealed right leg stenosis (90 % sfa and 80% popliteal artery). And left leg had 100% calcified stenosis noted in distal sfa, popliteal and tibio-peroneal trunk; and 90% stenosis noted in the peroneal artery and posterior tibial. On (B)(6) 2022, 35 days post index procedure, 100% stenosis noted in the left distal sfa and left proximal popliteal artery was treated by atherectomy using diamondback 360 orb atherectomy device. Followed by balloon dilation using with 4mm x 210 mm nanocross elite pta balloon, 6mm x 120mm eluvia drug eluting stent was placed in left popliteal artery. Post-treatment with 6mm x 100mm armada balloon, final residual stenosis was noted to be 0%. In addition, on the same day, 100% stenosis noted in left tibio-peroneal trunk was treated with atherectomy and balloon dilation using 4mm x 210mm nanocross pta balloon, and 90% stenosis noted in left posterior tibial artery was treated with 3.5mm x 210mm nanocross pta balloon. Following treatment, final residual stenosis was noted to be 0%. On the same day, the subject was discharged on aspirin and clopidogrel. Additional information was received that updated the onset date to an unknown date in (B)(6) 2022, as the subject was noted with symptoms related to peripheral artery disease on the left leg.